Event description:
Tech alleged the left side rail cannot latch in the raised position. The latch and screws are missing from left side rail. He replaced missing latch assembly and hardware to resolve the issue.